Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental probs.") And nervous system disorder ("neurological condit/problem"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, vaginal discharge, alopecia, tooth disorder and nervous system disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, nervous system disorder, pelvic pain, tooth disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back, pelvic/ abdominal. Bleeding menorrhagia (heavy menstrual bleeding). Bladder/urinary problems vaginal discharge. Hair loss, neurological condit/problem dental probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: result- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, back pain, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, hair loss, neurological condit/problem dental probs. Were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.